Event description:
During preparation for use, the e433 error occurred. The intended procedure was completed using another device. There was no delay and no adverse outcome to the patient.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer, the legal manufacturer and to update the following sections: b5, g2, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). - defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the technical support engineer advised the reported e433 error could be an error caused by the foot pedal being depressed during boot up. The biomedical technician at the user facility, booted up the esg-400 with the footswitch attached without error. It was observed the footswitch was stored upside down but unknown if that was the cause. The technician was not getting the error currently and was going to inform the end users to unravel and place the footswitch on a flat surface face up prior to booting up the subject device to avoid the error. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned; therefore the root cause of the reported error recorded in the device fault log could not be conclusively determined. However, according to the error description, the occurrence of error message e433 was reported in the device recorded error log. However, in a subsequent inspection, the error could not be reproduced. It is possible that the foot switch is defective or that the foot switch was activated during booting. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use manual, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The biomedical technician at the user facility reported that the high frequency electro-surgical generator's "error log showed an e433 error" during an unspecified event. No patient injury or harm was reported.